Event description:
It was reported that during revision, lead damage was confirmed on the right ventricular (rv) lead and the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a partial lead was returned in two pieces. Visual examination did not find any anomalies with the exception of procedural damage. An internal short found between the inner coil and outer coil conductor paths due to procedural damage.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. During revision, lead damage was confirmed on the rv lead and the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: (B)(4).